Event description:
A fire occurred in a pts home on 9/16/98. It is not known if the concentrator caused the fire or if it was even plugged in at the time of the fire. The pt was not home when the fire started. The fire dept report did not indicate a cause. The pt's son has not allowed lincare to see the concentrator.